Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 6.6, lab: 2.0. Lab test was done on the same day. No signs of bleeding.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not advance correctly. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed two conforming clips and ejected the remaining. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.